Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs), alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or usual results. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy issue began on (B)(6) 2015 at approximately 2am when she reportedly obtained readings of 450 and 525mg/dl using the subject device which she felt were high compared to how she was feeling and/or her usual readings. The patient stated that she manages her diabetes using insulin and self-adjusts the dose, and reportedly increased her dose of insulin by 15mg over the course of 2 weeks in response to the alleged elevated readings obtained. The patient reportedly experienced symptoms of shaky, weak, heart palpitations and sweating approximately 2 weeks after the alleged issue began, and reportedly visited her doctor¿s office on (B)(6) 2015 at 12pm where her blood glucose was measured using a doctor¿s/clinic meter with a reading of 98mg/dl. The patient reported receiving hcp treatment of blood glucose test only in response to the reported issue. At the time of troubleshooting, the csr confirmed that the meter was set with the correct unit of measure, an approved sample site was used, the test strips were not expired and the patient¿s testing technique was correct. The csr also noted that the patient did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1, the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found not to be compromised during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.